Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved an unspecified spinning spiros where a leak was reported. It was discovered at the end of the infusion. The pump tubing where the spiros was connected to was bd alaris pump infusion set with ref 2426-0007. The drug being infused was herceptin. The patient's condition before, during and after the infusion was stable. It was unknown how long the infusion during leaking took place. There was no any blood loss or bleed back. There was patient involvement, no human harm and no delay in therapy reported.

Manufacturer narrative:
Received one used list # unknown, spiros tubing: lot # unknown for complaint investigation. The male threads of the spiros was disconnected from the tubing set upon receiving. The reported complaint of a leak could be confirmed. The returned sample was able to be disconnected which could lead to a leak. The returned used samples were disconnected with the spin collar activated. However, the samples were tested and were within product specifications. The probable cause of the disconnection and leak is unknown. A device history record review could not be conducted because no lot number was identified.